Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead experienced a syncopal episode. After further review, it was determined the patient had loss of capture in the rv. The previous pacing thresholds were less than 1 v @ 1 ms and the device had been programmed at 2 v @ ms. The current pacing thresholds were 2.3 v @ 1 ms. The pacing thresholds were reprogrammed to 4.5 v @ 1 ms. Intrinsic sensing and pacing impedance measurements were within normal range.